Manufacturer narrative:
Date of event: unknown. Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for needle breaks off during use and for needle hub separates on lot # 1109905. No non-conformances were raised in association with these types of events for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles broke off and hubs separated from the devices. The following information was provided by the initial reporter : the consumer reported needle break off in the stomach during injection and the needle hub separation. The consumer stated not reusing syringes. Date of event : unknown. Samples : not available.